Event description:
Developed infection in left eye which led to right eye, contacts were in at time, using complete moisture plus lot zb03693 expires 08/2008. Required md visit with topical antibiotics, cleared in 7 days after treatment. Symptoms of inflamed, swollen upper and lower eye lids with periorbital pain. Some drug noted. No permanent damage done. Dates of use: three weeks in 2007. Diagnosis: contact lens solution.